Event description:
On (B)(6) 2021, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced stoma site redness with transparent fluid discharge. On an unknown date, the patient visited the primary care physician who prescribed unknown antibiotics for the stoma site. It was reported that the patient finished the antibiotic treatment, and was applying positon topical ointment on the stoma site.

Manufacturer narrative:
Reference record: (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.